Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, (B)(6) 2005 and (B)(6) 2006 and mesh, perigee and advantage were used. It was not stated which product was used during which surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal pain, erosion and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent concurrent laparoscopic vaginal hysterectomy and bilateral salpingo-oophorectomy procedure. It was reported that patient underwent revision of mesh on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital due to vaginal mesh erosion. It was reported that patient underwent revision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital due to mesh complications erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted to treat pelvic organ prolapse and stress urinary incontinence. The patient underwent mesh removal on (B)(6) 2010 due to erosion, vaginal pain and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent a gynecological procedure on (B)(6) 2009 with excision of mesh (no details) due to patient experiencing recurrence of stress urinary incontinence, inability to void, and dyspareunia. (B)(4).